Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2023. The patient experienced inaccurate cgm readings which occurred 3 days after the sensor had been inserted into the abdomen. On (B)(6) 2023, the patient¿s cgm was reading low mg/dl. The patient was unable to test his bg via finger stick as his bg meter ran out of battery. The patient was experiencing lightheadedness, dizziness, ¿fuzzy thinking¿, loss of balance, and tremors. The patient¿s wife took him to a nearby emergency room (ER), where his cgm was still reading low mg/dl and the bg meter was reading 530 mg/dl. The patient was treated with an unspecified IV. The patient was at that ER for approximately 2 hours before being transferred to a bigger facility. At the other hospital, he was admitted for 3 days and discharged on (B)(6) 2023. The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.